Manufacturer narrative:
(B)(4). The device was not returned therefore, a device analysis could not be completed; however the serial number was known. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during drain one of peritoneal dialysis therapy. During troubleshooting, the nurse stated that the patient was not draining. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.